Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of having nine seizure-like episodes due to hypoglycemia. Customer was taken to the hospital and was treated with a shot for seizure, even though customer states that healthcare professionals are not calling event a seizure but hypoglycemia. Customer states that a few days after hypoglycemia incident, customer had high blood glucose of 300 mg/dl to 400 mg/dl. During phone call, customer reported to have had paramedics called or hospitalizations on (B)(6) 2014, (B)(6) 2014, (B)(6) 2015, (B)(6) 2015 and (B)(6) 2015. Customer was not able to give more information on hospitalizations and requested for a call back. Three attempts were made to contact customer with no success.